Event description:
A report was received that a pt's precision sys was explanted due to a seroma at the lead site. No infection was present.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.